Event description:
(B)(6) is experiencing issues with our medex 4000 syringe pumps. Although there are several issues we are seeing, they all seem to be power related in nature (pumps failing during infusion without warning, or giving some form of a warning involving the battery; all of these may occur even while plugged in). FDA safety report ID # (B)(4).